Event description:
Device malfunction: stuck device. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that the physician used the starclose device to attempt arteriotomy closure of the femoral artery after an interventional procedure. Difficulty was encountered while removing the device. An incision was made to get the device and the clip removed from the pt's anatomy. The incision was closed and hemostasis was achieved by suture. There were no adverse pt sequelae. No additional info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.